Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error detected on the insulin pump. Customer's blood glucose was 3.1 mmol/l. Customer had to change the battery 3 times in the last 4 days. Customer was explained the alarm and advised to disconnect. Customer was explained the steps to take once the red notification light stops flashing. Customer was advised to monitor the issue.